Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sterile services identified that the instrument was damaged. There is no information about how it happened. The set has been quarantined.

Manufacturer narrative:
It was reported that the sterile services identified that the instrument was damaged. There is no information about how it happened. The set has been quarantined. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.